Event description:
On (B) (6) 2010, patient reported an e4 (occlusion) error occurred on his infusion device during basal delivery causing an elevated blood glucose. Patient stated, he changed the infusion tubing and placed the infusion device into run mode, but the e4 (occlusion) error occurred again immediately. Patient reported, he changed the infusion adapter on the insulin cartridge, but the occlusion occurred again while attempting to place the infusion device into run mode. Before today, patient stated, the infusion adapter was last changed a month and a half ago. Patient reported his blood glucose reading this morning was 265 mg/dl. Patient normal blood glucose range is 80-120 mg/dl. Educated patient on the proper battery to use in the infusion device. Patient reported, he disconnected from the infusion device this morning and has been on injection therapy since the incident occurred. Infusion device was currently in stop mode and the insulin cartridge was in the device with the infusion tubing connected; patient was not connected to the device. Had patient attempt to prime through the infusion tubing; e4 occurred. Had patient disconnect the tubing from the infusion device attempt to prime; was successful. Had patient remove the insulin cartridge from the infusion device and attach a new infusion tubing. Had patient insert the insulin cartridge into the infusion device, prime the new infusion tubing, connect the tubing to his infusion site and place the device into run mode; e4 did not occur. Patient reported his last blood glucose reading was 165 mg/dl an hour ago. Advised patient to do what he normally does to correct his blood glucose. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.